Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the contrast, up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-oct-2018 with the following findings: during investigation, the pump powered on with a blank display. The audible and vibratory features were functioning. The complaint of a keypad button response issue was not able to be investigated due to the unrelated blank display issue. There was moisture observed on the display; a leak test was performed revealing a pump case leak. The pump case was removed and evidence of moisture corrosion was observed on the on keypad connector and transceiver board. The blank box data was not able to be downloaded due to internal moisture damage.